Event description:
MFR's clinical rep reports that the units on the dose calculation function for solar pt monitors is misleading to the end user. No pt involvement was reported. Investigation by MFR duplicated reported occurrence. Software has been released to address condition.